Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with lumbar herniated disc. Spondylosis. Foraminal stenosis and underwent the following procedures: a l4-l5 laminotomy and medial facetectomy, re-exploration of previous laminotomy. A l5-s1 laminectomy and right l5-s1 foraminotomy. Posterolateral fusion l4-5. Posterolateral fusion l5-s1. Posterior instrumentationation l5 to s1. Local autograft and bone morphogenic protein with mosaic. As per op-notes, first the s1 pedicles cannulated and then the l5 and then the l4 from caudal to cephalad. Guidewires were placed. These were then tapped and a 45-mn long 6.5 screw was then placed - starting at s1 and then at l5 and then at l4, sequentially. Bmp with graft was then placed in the intertransverse area lateral to the screws on the right side and a rod was placed. This was a 70 mm rod on the right side. Once again, 6.5 45 screws were placed in each pedicle over guidewires. The transverse processes were decorticated. Bmp and local autograft from the laminectomy were then placed in the intertransverse area on the left side. A 60 mm rod was placed on this side. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.